Event description:
On (B) (6) 2009, the pt was implanted with a scs system for facial pain. On (B) (6) 2010, the pt reported a loss of vision and over stimulation around the eye. The pt declined to turn off the device to determine if it would improve her vision. The pt was referred to an ophthalmologist, who could not determine the cause of the vision lost. On (B) (6) 2010, the pt went to see a neurologist who admitted the pt to the hospital. The pt turned the stimulation off and regained eyesight within 60 seconds. The doctor suggested that the pt be reprogrammed at a lower setting. The pt was informed that the settings are already low so as order to avoid muscle stimulation or eye twitching.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.